Event description:
Correction: the information reported in the initial report was reported in MFR report # 3004209178-2012-01636 (device serial # (B)(4)). In regards to this device it was reported the patient's catheter was implanted in 1989 and was revised due to fracture. No further information was known to the reporter.

Event description:
It was reported that the patient had received successful itb (intrathecal baclofen) therapy for the past 21 years. The pump was then replaced due to normal battery depletion, eos (end of service). However, the patient had been complaining about increased spasticity following replacement. In (B)(6) 2012, healthcare provider (hcp) emptied the pump; the residual volume matched the expected residual volume, so he decided to perform a catheter contrast test. Catheter patency was verified and contrast media was observed at the catheter tip by fluoroscopy. Hcp decided to increase itb daily dose from 100mg/day to 150mg/day. Patient came back with symptoms of hypotonia and hcp decreased itb daily dose to 120mg/day. On (B)(6) 2012, patient reported increased spasticity. Telemetry was performed and no annotations or pump alarms were visible or audible. The pump was again emptied in order to verify residual volume accuracy. Some 31ml was expected and 31ml were removed. Hcp requested an urgent blood test for biochemistry and blood count, and increased the daily dose to 150mg/day. A 75mg bolus was administered. Blood test results were normal, except for cpk which was out of range (1955 - very high) and na (134.9, right below normal range, with a minimum normal rate of 135). Temperature was 36.8 degrees c. In addition, physical examination of the pump scar showed signs of fibrosis, but according to hcp it wasn't clinically relevant. Hcp requested a new x-ray in order to verify if the catheter was dislodged, kinked or disconnected, but everything seemed normal. During the x-ray, the patient experienced increased spasticity, so hcp decided to prescribe oral baclofen (25mg/8hr) until an intraoperative catheter revision that was scheduled on (B)(6) 2012- was performed. During this procedure, and because of the pump pocket site fibrosis, it was decided that they would also move the pump to the opposite abdominal wall. It was later reported that during the surgical intervention, there were no catheter-related findings, all results were normal and there was positive csf (cerebrospinal fluid) backflow when the catheter was disconnected from the pump. The pump was moved to the other side of the abdomen. It was stated that a catheter dye test was performed through the cap (catheter access port) and hcp also injected contrast through the catheter during intraoperative revision. It was added that the contrast was injected with an insulin needle that lead to the damage in the catheter pump segment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial# unk, implanted: 1989, explanted: (B)(6) 2012. (B)(4).